Event description:
Dealer reports that an unknown user returned a folding seat cane with the center leg tubing broken at the through bolt hole. The serial number as reported is not consistent with the number mask used on our devices, however dealer maintains that it has essential label on it. The dealer has been tardy in returning the unit so we cannot verify additional details.